Event description:
It was reported that foreign matter was found before use with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, "it was reported there are syringes that have a black dot or two dots on them. Additionally, it was reported that one syringe looks like it has dirt in it. Verbatim: 3 and 5 ml syringes so I was sent a lot of syringes that are supposedly contaminated. Found 1 that we are worried about. However a great many of the other syringes have a black dot or two dots on them. Not all from the same lot, not even all in a lot. The dot also is not in the same spot on all of them. Tried to remove from one of the syringes and it did not move. I can send you a picture but don't get technical on me. I would need your cell # to send. If this is possible contamination then I have a lot of syringes for you. We have several different lots with dots. Have one with what looks like dirt in it."

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 9302497. D.4. Medical device expiration date: 09/30/2024. H.4. Device manufacture date: 11/05/2019. D.4. Medical device lot #: 9294062. D.4. Medical device expiration date: 09/30/2024. H.4. Device manufacture date: 10/26/2019. D.4. Medical device lot #: 7209541. D.4. Medical device expiration date: 07/31/2022 . H.4. Device manufacture date: 07/28/2017. H.6. Investigation: one photo and four 5ml syringes in fully sealed blister packs (p/n 309646) were received and evaluated. One was from batch 9302497, one was from batch 9294062, one was from batch 7209541, and one was from batch 9280139. One of the syringes (batch #9280139) was observed to have a few black foreign matter particles attached to the outside of the barrel. The foreign matter appeared to be ink and all the particles larger than level 2 in size, which was acceptable per product specification. Three of the four syringes only contained cylinder dots. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. One of the syringes contained ink particles outside of the printed scale but size of the particles was acceptable per product specification. Potential root cause for the foreign matter defect is associated with the marking process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number (s) that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9163915, medical device expiration date: 2024-05-31, device manufacture date: 2019-06-12, medical device lot #: 9280139, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, "it was reported there are syringes that have a black dot or two dots on them. Additionally, it was reported that one syringe looks like it has dirt in it. Verbatim: 3 and 5 ml syringes. So I was sent a lot of syringes that are supposedly contaminated. Found 1 that we are worried about. However a great many of the other syringes have a black dot or two dots on them. Not all from the same lot, not even all in a lot. The dot also is not in the same spot on all of them. Tried to remove from one of the syringes and it did not move. I can send you a picture but don't get technical on me. I would need your cell # to send. If this is possible contamination then I have a lot of syringes for you. We have several different lots with dots. Have one with what looks like dirt in it."